Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible that a high-energy endo therapy accessory was used (laser, radiofrequency, etc.) Without ensuring a sufficient distance from the distal end. However, a definitive root cause was not determined. The event can be detected/prevented by following the instructions for use which state: inspection method for the suggested event1 is described in the instruction manual (operation manual) for gif/cf/pcf-290 series ¿chapter 3 preparation and inspection 3.3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during training with an endoscopic submucosal dissection training model.

Event description:
It was reported the gastrointestinal videoscope had a burnt tip cover. There were no reports of patient harm or injury.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.